Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to 21st june 2015. During this time an increase in voltage suggests a further pad-pak was installed. On the 26th june 2015 the device records multiple manual power ups, mainly under one minute duration. These multiple manual power ups occur within a 15 minute period and may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. The device successfully performed all weekly auto self-tests and manual self-tests up to the last log entry on the 3rd september 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log, however the measurements taken during the investigation would confirm a failing membrane. During the investigation the green status led was observed to be constantly lit along with the pad's on led's, this is a further symptom of a membrane failure. The fault could not be replicated with a new membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.